Event description:
Revision surgery was reported due to a bent plate. Patient was reported to be non-compliant.

Manufacturer narrative:
Information added to concomitant medical products.

Manufacturer narrative:
.